Event description:
It was reported the patient experienced problems with ambulation. The pump logs were accessed. The logs indicated a motor stall had occurred in 2008 with a recorded four days later. A second stall was noted five days later, with a recovery another five days later. The drugs used in the pump were fentanyl and bupivacaine. Additional information indicated the pump was replaced due to the repeated stalling and restarting. The catheter was patent. The patient did not have any severe withdrawal symptoms.